Event description:
A strip was stuck in the meter. When customer had the customer power on the meter, it was discovered that some segments were missing on the display. The customer did not allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.